Event description:
Boston scientific received information that during the implant procedure; in an attempt to locate an adequate position for this right ventricular lead, the patient experiences a short and fast ventricular tachycardia (vt) episode. The episode resolved by itself within a few seconds. After the episode, the patient felt dizzy and eventually lost consciousness. Oxygen was applied, the procedure was completed, and the pocket closed. It was felt that the vt had produced a blood clot that traveled to the patient's brain. After the procedure, the patient was transferred to another room for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.